Manufacturer narrative:
Continuation of concomitant products: product ID: 8578 , serial# : (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 24-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline 1250 units/ml at 125.4 units/day via an implanted pump. It was reported the hcp was calling to program the pump to off state and the password was provided. It was noted the patient had a perfusion scan today to check the catheter and the catheter was not patent. Patient symptoms were not reported.